Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an unknown meridian stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an unknown meriden stem was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the product was not returned. Clinician review: a review with a clinical consultant indicated "while these are two separate inquiries, one for each hip, the assessment is the same for each. This patient underwent primary total hip arthroplasties with a stryker stem and cobalt chrome head in 2004 and 2005 coupled with a competitor acetabular component and liner. I can confirm that the patient underwent bilateral revision surgery since I was able to review the revision operation reports. The root cause of these events cannot be determined with absolute certainty. I do have concern that a stryker hip stem and femoral head was utilized, obviously off label, with a competitor acetabular component and polyethylene. In my opinion there is no way to rule out the fact that using a competitor product with a stryker stem and femoral head might be contributory. The causes of trunnionosis, metallosis, elevated ion levels, and pseudo-tumor formation are multifactorial. Causes include but are not limited to surgical technique factors, especially as it relates to trunnion and femoral head preparation prior to insertion (I see no evidence that the surgeon paid specific attention to cleaning and drying the trunnion and femoral head before insertion of the femoral head as well as testing the stability of the head on the trunnion after insertion), patient factors such as activity level and bmi. While I do not have the patient's bmi the surgeon stated in his operation report that there was at least 6-7 cm of adipose tissue between the skin and the fascia. This would indicate the patient to be significantly overweight. Implant factors might also contribute, however that would have to be determined by submitting the explanted prostheses to stryker engineers for evaluation and metallurgical analysis." Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in his blood. A review with a clinical consultant indicated "while these are two separate inquiries, one for each hip, the assessment is the same for each. This patient underwent primary total hip arthroplasties with a stryker stem and cobalt chrome head in 2004 and 2005 coupled with a competitor acetabular component and liner. I can confirm that the patient underwent bilateral revision surgery since I was able to review the revision operation reports. The root cause of these events cannot be determined with absolute certainty. I do have concern that a stryker hip stem and femoral head was utilized, obviously off label, with a competitor acetabular component and polyethylene. In my opinion there is no way to rule out the fact that using a competitor product with a stryker stem and femoral head might be contributory. The causes of trunnionosis, metallosis, elevated ion levels, and pseudo-tumor formation are multifactorial. Causes include but are not limited to surgical technique factors, especially as it relates to trunnion and femoral head preparation prior to insertion (I see no evidence that the surgeon paid specific attention to cleaning and drying the trunnion and femoral head before insertion of the femoral head as well as testing the stability of the head on the trunnion after insertion), patient factors such as activity level and bmi. While I do not have the patient's bmi the surgeon stated in his operation report that there was at least 6-7 cm of adipose tissue between the skin and the fascia. This would indicate the patient to be significantly overweight. Implant factors might also contribute, however that would have to be determined by submitting the explanted prostheses to stryker engineers for evaluation and metallurgical analysis." If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2005 and was revised on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical records received 12-oct-2023: "femoral head hardware with the inscription (b-36+5mm)."